Manufacturer narrative:
Investigation found the platen door bent due to impact causing it to not close and unable to perform tests. Pump's platen door was replaced to resolve the issue.

Event description:
Pt dropped the pump and the latch where the tubing is loaded is bent and hard to close. There was no pt impact reported.